Event description:
It was reported about three weeks after implant that the patient's right atrial (ra) lead perforated the right atrium, dislodged, and showed high pacing impedance. The perforation was surgically repaired and the ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.